Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the "latches" between the pcu and pump module may be the cause of the pumps disconnecting and falling off. It is unclear whether the "faulty latches" are causing the disconnects and a tpc site visit was offered to the customer in which they declined. The biomed team evaluated the devices and thoroughly cleaned them and replaced the "latches" as necessary.